Event description:
Patient reported obtaining a blood glucose result of 239 mg/dl on the suspect device, while experiencing hypoglycemic symptoms. Based on symptoms, patient attempted to self-treat by eating maple syrup. Shortly thereafter, patient started sweating and layed down on the floor. Patient's spouse phoned emergency medical services and while awaiting their arrival, retested patient's blood glucose with a result of 140 mg/dl. Parmedics reportedly arrived within minutes, started patient on an intravenous glucose solution, and transported patient to the hospital for additional treatment. Upon patient's arrival in the hospital, a lab test measured patient's blood glucose at 80 mg/dl. Patient stated that he remained hospitalized for several hours, receiving intravenous glucose solution. Patient's current condition: "feeling fine." Patient indicated that 3 hours prior to the hypoglycemic event, he had delivered 10 - 15 units of insulin lispro, based on value (not provided) obtained on the suspect device. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.